Manufacturer narrative:
(B)(4). Concomitant medical products: item# 110005198; juggerknotless ss single; lot# 640420, item# 110005198; juggerknotless ss single; lot# 387010, item# 110005198; juggerknotless ss single; lot# 756130, item# 912031; jgrknt 1.5mm #2 mb sngl; lot# p12640. Report source: (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05754, 0001825034-2019-05759, 0001825034-2019-05764, 0001825034-2019-05765. Product not returned.

Event description:
It was reported that during a shoulder stabilization procedure on the anchors of the juggerknot pulled out. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that during a shoulder stabilization procedure on an eighteen year old male patient, the anchors of the juggerknot pulled out. This led to a surgical delay of greater than one hour. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g4, h1, h2, h3, h6, h10. Corrected: b5. Five inserters were returned but no anchors were; all of the inserters are visually conforming to print. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.